Event description:
It was reported that the implantable pulse generator (ipg) was attempted, not implanted. The physician had difficulties inserting and screwing the right ventricular (rv) lead into the connector. A different ipg was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed and no anomalies were found. Mdt-lead implantable pacing lead 2013 (B)(6). (B)(4).